Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2013; 6947, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the day after implant, the right atrial (ra) lead impedance rose to high measurements, and there was no capture. It was noted that the atrial pin did not get seated completely into the header of the implantable cardioverter defibrillator (ICD). It was felt that the set screw of the device lost contact. The ICD was removed from the pocket and the atrial lead pin was advanced into the header. Both the ICD and the ra remain in use. No patient complications have been reported as a result of this event.